Manufacturer narrative:
Correction: fdc was removed.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The proximal aortic diameter at the renal artery is 24 mm and 10 mm below the renal artery is 31 mm in diameter. It was reported that during the initial procedure the endurant bifurcated stent graft had a proximal type I endoleak. The physician elected to implant aptus endoanchors; however, the proximal type I endoleak was not resolved. The physician modelled the stent graft with an angioplasty balloon; however, the proximal type I endoleak remained. The investigator indicated that the event is related to the procedure. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.